Event description:
It was reported that the external pulse generator would not power on when the button was pressed. It was further reported that if it did power on it would not stay on. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the generator would not power on and would not stay powered on if it was powered up. Analysis did find the lower case and one bail cover were broken, the ring cover was contaminated, one case screw was missing, the battery contacts were compressed, one bail was missing, the keyboard was scratched and the serial number label was damaged.

Event description:
It was reported that the external pulse generator would not power on when the button was pressed. It was further reported that if it did power on it would not stay on. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.